Manufacturer narrative:
Initially, one event was reported by the patients' attorney (reported to the FDA via rae# 2008-004). However, review of the medical records showed there to be an additional implant. Subsequently, davol, inc. Is submitting this MDR based on the additional information received. The patient has multiple co-morbidities including morbid obesity, smoking, copd, and a history of multiple abdominal surgeries. After review of the medical records, it appears that this composix kugel mesh may have been implanted within a contaminated are which could have possibly contributed to the reported post-op experience. However, with the currently known information, no firm conclusions can be made at this time. There is no indication in the medical records that this ck mesh, which was explanted, was defective. The information provided indicates that the patient was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis". A manufacturing review of device history records, that included a review of sterility, was performed and no evidence of a manufacturing related cause was found for the alleged event. No sample has been returned therefore, no evaluation could be performed. Should additional event and/or evaluation information become available, a follow-up MDR will be submitted.

Event description:
The initial attorney report alleged abscess, fever, infection, explant. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2004: repair of ventral incisional hernia with placement of composix kugel mesh. On (B)(6) 2009: repair of a large ventral hernia implanting composix kugel mesh. This included explanted of the previously placed ck mesh in which an appendix containing multiple large fecaliths, with high propensity to obstruction and appendicitis, was encountered. However, it was stated that contamination was prevented during the removal of the appendix. On (B)(6) 2009: incision and drainage. Patient developed drainage from the wound that became purulent. Cultures tested (B)(6) for (B)(6). On (B)(6) 2009: laparotomy with removal of "infected mesh". It is noted that all of the mesh was removed in multiple pieces. Cultures again testes positive for infection. On (B)(6) 2009: following persistent non-healing wound infection, patient presented to operating room for laparotomy, abdominal wound debridement and cleaning. Signs of old mesh were encountered and removed with hemostats. Wound cultures returned negative.